Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the display of the visera elite ii video system center could not power-up even though there was power to the unit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was provided indicating, the reported issue occurred during preparation for a diagnostic cystoscopy procedure. A similar processor was used to proceed with the intended procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted, the reported issue could not be replicated, and the root cause was not identified. Olympus will continue to monitor the field performance of this device.